Event description:
It was reported that prior to surgery, it was observed that the motor device had a cut in the cord. There were no delays to a scheduled surgical procedure. A spare device was available for use. There were no reports of patient involvement. There were no reports of injuries, adverse events or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual sample was returned for evaluation. Reliability engineering evaluated the device. A visual assessment revealed a cut in the hose. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to mis-handling. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.